Event description:
While using storz resectoscope, white pieces observed through scope. Resectoscope was removed and tip of resectoscope had pieces missing. The white pieces of the resectoscope were found broken into several pieces.